Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood (bg) glucose level of 415 mg/dl. Reportedly, the suspected cause was unknown; however, the healthcare providers attributed bg to be due to stress. The customer went to the emergency room (ER) where intravenous fluids, and an insulin drip was administered to address the high bg. The customer left the ER in fair condition and a bg of 170 mg/dl.